Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported for left side "pain", "changed shape", "it had moved", "done research that these implants cause certain strain of breast cancer, emotionally and physically in pain, in a mess, don't know what to do", "a more deep pain is happening and it feels as though it's in arm now also (pain) as well as bruising around the area that I was told was ruptured".the device remains implanted. Treatment: panadol. Patient reported "left breast is sore to touch", "feel hot flushes around it, like it's hot to touch", "can feel lumps now at the bottom of the breast", "under arm and shoulder is now is pain".